Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The patient's right ventricular (rv) and right atrial (ra) leads were dislodged. The physician elected to explant the pacemaker. The pacemaker was replaced with a leadless pacemaker. No intervention addressing the lead malfunction and patient consequences were reported.